Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional reporter contact: biomed ag (B)(6). (B)(6). Medical & regulatory affairs manager (B)(6). +(B)(6).

Event description:
The event involved a burette w/valve pp sites microdrp 198cm. The customer reported that the rubber cover lid (that hangs on a rubber thread and seals the infusion line chambers) was defective and came loose from the holder. The burette was filled with nacl 0.9%. The product was stored in the hospital and was protected from the sunlight. The type of procedure is unknown and whether or not a mating device was involved is unknown. The problem was discovered during preparation (prior to direct patient use), so there was no patient contact or patient impact during the event. The device was changed out/replaced with no further problems encountered. There was no delay in critical therapy and no human harm reported. The customer provided photographs illustrating the rubber lid inside the fluid path. This report reflects the second of two events reported.

Manufacturer narrative:
A used 142369291 primary microdrip 150 ml burette set was received from the customer for inspection. The float valve head was separated from the float valve arm in each set. The reported complaint can be confirmed. The probable cause is due to a vendor-related (manufacturing) issue. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 29aug2023.